Manufacturer narrative:
The pump passed displacement test. However, the pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor. The motor was tested outside the device and passed. The pump also had a cracked lcd window, a cracked case near the lcd window corner, a cracked reservoir tube, a scratched reservoir tube window, a cracked reservoir tube lip, a cracked belt clip slot, cracked battery tube threads, a stained address serial number label and stained end cap sticker.

Event description:
It was reported that the customer received a moror error alarm on the insulin pump. The customer's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).